Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration of essure device location of device: outside fallopian tube(s)/ portion of essure coil migrated out of the left fallopian tube with omental adhesions/ outer portion extruding through the left fallopian tube'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 51-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intestinal adhesions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"), 7 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal discomfort ("gastrointestinal discomfort"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes") and constipation ("constipation"). The patient was treated with surgery (hydrothermal endometrial ablation and salpingectomy (bilateral removal fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain, abdominal discomfort, abdominal distension, bladder disorder, urinary tract disorder and constipation had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, bladder disorder, constipation, device breakage, device dislocation, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: insertion details - during cannulation of the right tube,the first coil was deployed prematurely, so that the majority of it was in the endometrial cavity, thus it was removed under direct visualization and proceeded to place a new coil. Second coil was placed under direct visualization. After deployment, a little bit of tubal spasm was noted and there were 11 trailing coils noted in the cavity. Attention was then directed to the left fallopian tube, which was cannulated and the essure was deployed. There was 1 trailing coil noted in the cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device breakage ('device breakage'), device dislocation ('migration of essure device location of device: outside fallopian tube(s)/ portion of essure coil migrated out of the left fallopian tube with omental adhesions/ outer portion extruding through the left fallopian tube'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intestinal adhesions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"), 7 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal discomfort ("gastrointestinal discomfort"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes") and constipation ("constipation"). The patient was treated with surgery (hydrothermal endometrial ablation and salpingectomy (bilateral removal fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain, abdominal discomfort, abdominal distension, bladder disorder, urinary tract disorder and constipation had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, bladder disorder, constipation, device breakage, device dislocation, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: insertion details - during cannulation of the right tube,the first coil was deployed prematurely, so that the majority of it was in the endometrial cavity, thus it was removed under direct visualization and proceeded to place a new coil. Second coil was placed under direct visualization. After deployment, a little bit of tubal spasm was noted and there were 11 trailing coils noted in the cavity. Attention was then directed to the left fallopian tube, which was cannulated and the essure was deployed. There was 1 trailing coil noted in the cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received - reporter and patient demographics, medical history were added. Updated suspect drug indication. Essure implant date updated. Explant date of essure added. Previously reported event injury was replaced with abnormal bleeding (vaginal, menorrhagia). New events : bladder or urinary problems or changes, migration of essure device location of device: outside fallopian tube(s)/ portion of essure coil migrated out of the left fallopian tube with omental adhesions/ outer portion extruding through the left fallopian tube), perforation (fallopian tube(s)), device breakage, pain, gastrointestinal or digestive system condition type: bloating, constipation, gastrointestinal discomfort, abdominal pain. Outcome of events was updated. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.